Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.the computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive of the computer had a bad block. Additionally, the representatives were unable to replicate the slowness issue that was reported. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The emitter for the navigation system was returned to the manufacturer for evaluation. Testing found that there was impact damage at the coil base. Additionally a failed registration occurred with a known good instrument. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the computer of the navigation system was running slower than expected. There was no patient present when this issue was identified. No additional information was provided.